Event description:
Following pre-dilatation with 2.5mm diameter ptca balloon, a 3.0mm diameter x 9mm length medtronic ave s670 over-the-wire stent delivery system was inserted into the left anterior descending artery. It was not possible to cross the target lesion, therefore, the stent and delivery system were removed. Upon removal, the stent delivery system was pulled back to the guide catheter, where it caused the stent to dislodge from the stent delivery system balloon. The dislodged stent was snared at the level of the sheath by inserting a second wire and successfully tangling if around the existing guidewire and undeployed stent. The physician did not follow the instructions for removal of an undeployed stent when the stent was pulled into the guide catheter without coaxial alignment and 1:1 pre-dilatation. The target lesion was treated with angioplasty. There was no add'l clinical sequelae reported relative to the event and there is no further info available from the user facility.